Manufacturer narrative:
Philips did not evaluate the device. The customer ordered the power switch overlay only¿the customer provided no further information. The product support engineer provided and placed the order for the power switch. If the customer calls back and requires further assistance, a new case will be opened, perform investigation, and an additional report will be submitted.

Manufacturer narrative:
Date of report: 26aug2021. (B)(6).

Event description:
The customer reported faulty alarm light. It is currently unknown if the unit was in use on patient, but there was no patient harm reported. More information requested. The customer contacted product support and requested for part replacement. This is material order only. Product support provided part ID for rp-overlay, power switch. Further information is pending.